Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A trace for the force sensor pin was found to be broken. During evaluation the pump was unable to detect the cartridge during the load cartridge phase.

Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase.